Event description:
Profound and permanent neurological injuries [nervous system disorder], polyneuropathy [polyneuropathy], excess zinc [blood zinc increased], copper depletion [blood copper decreased] other profound and permanent injuries, physical injuries [injury]. Case description: an attorney reported that their client, an elderly male age (B)(6), used fixodent denture adhesive, version unknown cream on dentures he received approximately twenty years ago, last known use in (B)(6) 2009, and reported the following: polyneuropathy, excess zinc, copper depletion, profound and permanent neurological injuries, and other profound and permanent injuries, physical injuries that left him unable to perform his normal customary and daily activities. The consumer discontinued use of fixodent after being diagnosed with polyneuropathy. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation. Add'l info - otc device, otc product: yes.